Event description:
According to the reporter, during a hysteroscopy polypectomy, dilatation and curettage with pelvic exam under anesthesia, the surgeon introduced the mini tissue shaver and then performed resection of the tissue under direct visualization. During the midpoint of the resection of the tissue. The shaver blade jammed, and the device was not functional, so it was removed. A small, bright, shiny (metal-looking) item was observed. The shaver was checked, and a small piece was missing. The cavity was suctioned and drained, and a new tissue shaver was obtained, and the resection was completed. No x-ray was performed, as the broken piece was too small to be detected, and no additional medical procedure was needed to remove the piece. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a hysteroscopy polypectomy, dilatation and curettage with pelvic exam under anesthesia, the surgeon introduced the mini tissue shaver and then performed resection of the tissue under direct visualization. During the midpoint of the resection of the tissue. The shaver blade jammed and the device was not functional, so it was removed. A small, bright, shiny (metal-looking) item was observed. The shaver was checked and a small piece was missing. The cavity was suctioned and drained. A new tissue shaver was obtained and the resection was completed.

Manufacturer narrative:
Correction: h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.